Event description:
It was reported that during the implant procedure failed defibrillation threshold testing (dfts) occurred at 40 joules. The implant procedure was completed and the physician opted to bring the patient back in four weeks to completed dfts again. Three weeks later, the patient was brought in and elevated high voltage impedance was observed on the extravascular (ev) lead. The physician opted not to retest dfts and explant the extravascular implantable cardioverter defibrillator (ev-ICD) system and replaced with a subcutaneous- implantable cardioverter defibrillator (ICD). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID dvea3e4 (evx603382s); product type: 0235-ICD; implant date (B)(6) 2025; explant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. The analyst noted the full lead was returned with the anchoring sleeve sutured with one suture at 41.5 cm. There were no other suture marks observed on the anchoring sleeve during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.